Event description:
It was reported that this lead was unable to be implanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position and bent. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported problems.

Event description:
It was reported that this lead was unable to be implanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be implanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.